Event description:
It was originally reported that the pt experienced pain in one finger of the left hand following implant. The pt progressed to the entire left hand and up into the left arm. She had no left side symptoms prior to implant; the device was implanted for symptoms on the right side. The device has helped with parkinson's disease symptoms on the right side. She also had difficulty walking, "it's very painful". She was fine as long as she did not move. No one seemed to know the reason for her left sided pain. Muscle spasms in her right leg started 3-4 weeks ago. She had hip surgery on (B) (6) 2010. She was admitted to the hospital for infection and pain. Add'l info has been requested.

Manufacturer narrative:
(B) (4).